Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited no adhesive at the forceps cover and light guide cover as well as peeling of the adhesive at the pink probe. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because leak in the elevator channel. The product was returned to the olympus service team. The product analysis confirmed that leaking at elevator channel plug connector due to loose, missing olympus nameplate at s-cover, missing ke45@ forceps, pink probe on peeling cement, a-rubber glue was cracked. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A shr review was not conducted on this previously serviced device as the complaint is not related to a death, infection, or patient injury. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. A risk review was performed for below codes based on historical data and no unanticipated risks, new failures, and/or new harms were identified. Probe unit loose - a1205 - loose or intermittent connection-g04102 - probe. Complaint history will not be performed on a050402 as the reported condition is covered by a pti investigation, which includes a review of this section. A historical review of complaints from the last 12 months (13 nov 2024 to 12 nov 2025) was performed for the below required repair was identified, and no trends were observed. Probe unit loose - a1205 - loose or intermittent connection-g04102 - probe. A CAPA history review was performed for the reported event button number one has a hole in the rubber piece. The below required repair identified and no related capas were found. Probe unit loose - a1205 - loose or intermittent connection-g04102 - probe. The complaint was confirmed; the device has been leaking from elevator channel plug connector. The most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. No further escalation is required.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. H2: correction h11: correction the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no adhesive at the forceps cover and light guide cover as well as peeling of the adhesive at the pink probe. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.